Event description:
The physician achieved arteriotomy closure with the perclose a-t (the closer ak) device following an interventional procedure in 2004. It was reported that the groin was re-prepped prior to using the perclose device and the device was deployed without "issue." Eleven days later, the pt presented to the hospital with complaints of groin pain and neuropathy. The admitting diagnosis was cellulitis, which was reported to have extended downwards close to the knee. The pt was treated with an unspecified intravenous antibiotic. It was reported that an infected pseudoaneurysm was diagnosed by an unspecified means. The pt was taken to surgery for debridement. Nine days later, the pt remained hospitalized. Though requested, no additional information was provided.